Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * could you please clarify if the patient suffered from any signs or consequences due to the issue apart from the pain mention in event description? Please provide more information * there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). ---------contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a debridement procedure(B)(6) 2023 and suture was used. During the procedure, the patient underwent surgery due to trauma. It was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the debridement and suture surgery. Increasing the patient's pain. No adverse patient consequences were reported. Additional information was requested.